Manufacturer narrative:
No button error alarm during testing. However unit had intermittent esc and act buttons response due to moisture damage keypad traces. Unit passed rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm after pressing the act button while trying to bolus. Customer's blood glucose was 320 mg/dl and was treated with manual injection. Customer could not continue troubleshooting due to button error alarm.